Event description:
The pt felt overstimulation sensation and turned the implantable neurostimulator off. The device was in a power in reset condition the next day when the pt tried to turn the device back on. The power on reset condition was cleared and the pt was able to turn the stimulator back on and feel stimulation. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.